Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ciaglia blue rhino percutaneous tracheostomy introducer set with shiley was implanted on (B)(6) 2018 and found broken on (B)(6) 2018. The device was said to be broken on both sides of the hinge that is between the tube and external transverse portion of the device. As reported, the patient did not experience any adverse effects due to this occurrence. The patient's weight was reported to be 6550 grams.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Implant and explant dates. Weight report as 6550 grams. Device evaluation: the device was returned damaged with the flange separated from the tracheostomy tube. The device was sent to the supplier of the component that failed. The details of the investigation can be found in the supplier investigation section below. Supplier investigation: the investigation found that the affected shiley tube (8-perc-sterile-tracheostomy-tube-ce-marked) is supplied from an external supplier. The manufacturer requested that the supplier investigate this occurrence. After multiple attempts to obtain the supplier evaluation were unsuccessful, the manufacturer has issued supplier corrective action request. If the supplier investigation is provided in the future, the complaint may be reopened and updated accordingly. Clinical assessment: at this time, the most probable causes of this event are device handling and/or device failure related. Investigation: a document-based investigation reviewed the following: quality control specifications. The device manufacturing record showed sufficient controls are in place to detect this failure mode prior to release.the lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Conclusion: based on the information provided, visual inspection of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel were notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: weight: 6550 grams. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following additional information was received on 13nov2018 by the cook representative. The piece that locks the cannula is the piece that broke. The physician sutured the cannula to keep it in place.